Manufacturer narrative:
The returned device was reported for irrigation difficulties. Visual inspection of the device revealed dried saline on the tubing and tip. There are dried body fluids on tubing, tip and in irrigation ports. The luer is missing due to a tear where the luer is connected to the irrigation tubing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a ablation procedure. After multiple ablations a high temp error occurred. The catheter was removed from the patient and it was noted that no irrigation was no visible flow at the irrigation ports. The physician checked the tubing port and the port was noted to be broken. The catheter was exchanged for another of the same lot, the same issue of a broken tubing port occurred. That intellanav mifi was replaced with a different lot, it too had a broken irrigation port. The catheter was exchanged again and the procedure was completed with out patient complications.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a ablation procedure. After multiple ablations a high temp error occurred. The catheter was removed from the patient and it was noted that no irrigation was no visible flow at the irrigation ports. The physician checked the tubing port and the port was noted to be broken. The catheter was exchanged for another of the same lot, the same issue of a broken tubing port occurred. That intellanav mifi was replaced with a different lot, it too had a broken irrigation port. The catheter was exchanged again and the procedure was completed with out patient complications.